Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis. Confirming the clinical observation the device could not be interrogated. Therefore the ICD was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the electronic module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step an external battery was attached instead of the external power supply and a long-term functionality test was performed at an ambient temperature of 37¿¿c. The test revealed no anomalies, especially the current consumption was normal and as expected. There was no indication of a device malfunction. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the ICD no conclusion can be drawn regarding the root cause. There was no indication of a material or manufacturing problem.

Event description:
(B)(6) MDR - after an implant period of about 38 months, it was reported that the device could not be interrogated. The ICD was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.